Event description:
It was reported that during a lap lar procedure, the device was fired on the patient transanally. The surgeon attempted to open the device and remove it. The device would not release from the lumen of rectosigmoid. The surgeon laparoscopically used two graspers to hold the rectum and attempted to slowly pull out the stapler. Initially, it would not release from tisue. After approximately 5 minutes of doing this technique stapler came loose and was removed. A sigmoidoscope was used to inflate air in the rectum and there were no bubbles. The surgeon was confident that the anastomosis was intact.